Manufacturer narrative:
Initial.

Event description:
It was reported that the user received alert 38 indicating a consecutive motor stall while using the insulin pump, which was not resolved by a restart and was associated with failure to infuse linked to the motor component; a dry run was successful, the user was advised to change supplies with correct connector-to-tubing attachment, and replacement supplies were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not impacted. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting, with the reported device problem characterized as failure to infuse and the implicated component identified as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.